Manufacturer narrative:
Additional information was received, in which we were informed that the patient had passed away. The local philips organization has made three attempts to find out if there was a relationship between the malfunctioning of the table and the death of the patient. The hospital did not respond as of today ((B)(6) 2015). It cannot be determined that there was a relationship between the passing away of the patient and the malfunctioning of the table. After investigation a problem was found with the 24 volt power supply for the table movement and this power supply was replaced. After this replacement the system works according the specifications. (B)(4).

Event description:
Philips received a complaint from a customer that the table control failed during an examination, the patient had to be moved to another room. After e-mail conversation we understood that since a catheter was inside. Additional information was received, in which we were informed that the patient had died.